Event description:
Customer reportedly received results of 222 mg/dl and 117 mg/dl within 10 minutes on the aviva system. Twenty minutes later, customer received results of 252 mg/dl and 118 mg/dl within 10 minutes on the aviva system. Customer was using the wrong code key. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.